Manufacturer narrative:
An event of paravalvular leak after device implant was reported. Information from the field indicated that the valve appears to be correctly sized per the provided annular dimensions, the implant depth was 4.38 mm from the non-coronary cusp, symmetrical leaflet calcification was noted, there was no anatomical or calcium interference affecting expansion, and that there were no deployment difficulties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on available information, a cause for the reported event could not be conclusively determined. It is possible that the implant depth, which is deeper than the optimal 3 mm implant depth, contributed to the reported event. However, this cannot be confirmed.

Event description:
Crd_1003 - vantage. Eu0748 - 150 (r797933401) it was reported that on (B)(6) 2022, a 25mm navitor valve was implanted in a patient.the native annular dimension was: mean aortic annulus diameter (mm): 22.4 mean aortic annulus area (mm²): 393.6, mean aortic annulus perimeter (mm): 71.0 minimum annulus diameter (mm): 19.3, maximum annulus diameter (mm): 25.5 eccentricity ratio 10.7. On (B)(6) 2023, transthoracic echocardiogram (tte) performed showed moderate paravalvular leak without clinical relevance in1-3 o´clock positions. No treatment was provided. The patient is stable